Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a lack of therapy. It was noted that the patient was feeling stimulation in the correct area and it was on. It was on program 1 at 1.5 volts. It was unclear if the patient had stimulation off or if she had increased it. She was pressing buttons. She could feel stimulation at the time of the call so it seemed like she was off or she had increased it. This had occurred since implant. The patient stated this was ¿its last chance.¿ relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved. Additional information was received from the patient and it was reported that the therapy had never helped her since it was implanted and didn't work for her. Additional information received that patient stated that therapy had never been effective for her since implant (B)(6) 2015 as patient reported that today (B)(6) 2017 after doctor increased stim then they peed their pants 3 times. Patient was advised to consult with doctor for more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they were still peeing in pants in public every day. Patient was not feeling stimulation and therapy was off. Patient increased from 3.1v to 3.3v and felt the stimulation in correct area. Patient would monitor symptoms now that change was made and would follow up with doctor if doesn't resolve. There were no complications or that no further complications were reported.